Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2017, the patient was referred fro cardiac catheterization and the procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery (lad) extending to mid lad with 90% stenosis and was 28mm long with a reference vessel diameter of 3.25mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 32 study stent. Following post dilatation, the residual stenosis was 0%. The second target lesion was located in the distal left circumflex artery with 90% stenosis and was 16mm long with a reference vessel diameter of 2.75mm. The lesion was treated with pre-dilatation and placement of a 2.5x20mm study stent. Following post dilatation, the residual stenosis was 0%. One day post procedure, the patient was discharged on dual antiplatelet therapy (aspirin and clopidogrel). In (B)(6) 2018, the patient presented with acute hepatic encephalopathy and was hospitalized on the same day. Medication was given in response to the event. The following day, the event was considered resolved and the patient was discharged from the hospital. In (B)(6) 2018, the patient tried to get up out of the bed and fell to the floor. Bruises on his back and left hip were noted. Three days after, the patient presented to emergency department with the complaint of fall and generalized weakness. The patient was hospitalized for further evaluation and treatment. The patient was noted to have right flank pain, dysuria, foul smelling urine and hematuria. Treatment with ceftriaxone was started. Retrograde cystoscopy followed by placement of 6 x 30 mm ureteral stent was performed in response to bilateral kidney stones. Treatment with intravenous ciprofloxacin and zosyn was started and the urine was sent for culture and gram stain testing. Further management after ureteral stent placement with IV meropenem and vancomycin was started. The patient had no bowel movements despite administration of oral lactulose and miralax. Hence lactulose enema was administered which resulted in rectal bleeding. The following day, a bleeding event in the lower gastrointestinal (gi) was reported. Subsequently, five units of packed red blood cells, 3 units of fresh frozen plasma and 1 unit of platelets were transfused in response to gi bleeding. The patient's blood pressure was quickly dropped and cardiac arrest was noted. Subsequently cardio-pulmonary resuscitate was performed for 40 minutes. However, the patient was unable to regain the pulse. No cornel reflex, pulse, lung movement or stimuli to pain was noted and the patient expired. The cause of death was cardiac arrest and it was unknown whether an autopsy was performed or not.